Manufacturer narrative:
Insulin pump received with normal operating currents. No unexpected low battery, weak battery or failed battery test alarm noted. However, motor error alarm during the occlusion test and unable to prime during the prime test due to moisture damage force sensor resistor. Motor passed motor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and failed battery test alarm. The customer¿s blood glucose level was 143 mg/dl at the time of the incident. The customer stated that the insulin pump had a recurring failed battery test alarm and had a motor error. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. No failed battery test troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.